Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's cartridge pigtail had a break in it causing insulin to leak out of the cartridge tubing. Reportedly, the issue occurred with multiple cartridges. Due to this issue, the customer experienced an elevated blood glucose (bg) level and high ketones considered dangerous resulting in a visit to the emergency room (ER). While in the ER, the customer received treatment in the form of a saline and insulin drip to address the 600's mg/dl bg level. The customer left the ER with a bg level of 138 mg/dl and in a stable condition.